Event description:
The customer reported that the device, 60-8005-001, system 5000-english panel-120v, was used during a labia minora reduction on 6aug21 when it was reported ¿the bipolar setting and function on the machine leads to cutting of the blood vessel as opposed to coagulating. This has led to tissue distruction in one patient and has been reported to the hospital management. The machine is not fit for purpose for bipolar diathermy.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questions were asked of the reporter who then advised that the procedure was completed as normal by using monopolar diathermy coagulation function with a pair of insulated forceps to grasp the blood vessels, which caused a 10-minute delay. The reporter went on to say "this is the first time I have used this machine with a coagulation function". Patient was discharged and healed uneventfully per the reporter. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and no data was found. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that this electrosurgical unit should be tested by a hospital qualified biomedical technician on a periodic basis to ensure proper and safe operation. It is recommended that examination of the esu be performed at least yearly. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-8005-001, system 5000-english panel-120v, was used during a labia minora reduction on (B)(6) 2021 when it was reported ¿the bipolar setting and function on the machine leads to cutting of the blood vessel as opposed to coagulating. This has led to tissue destruction in one patient and has been reported to the hospital management. The machine is not fit for purpose for bipolar diathermy.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questions were asked of the reporter who then advised that the procedure was completed as normal by using monopolar diathermy coagulation function with a pair of insulated forceps to grasp the blood vessels, which caused a 10-minute delay. The reporter went on to say "this is the first time I have used this machine with a coagulation function". Patient was discharged and healed uneventfully per the reporter. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.